Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of reaw1718 showed no other similar product complaint(s) from this lot number. Device has not yet been returned for evaluation.

Event description:
It was reported that at 9:00 on (B)(6) 2018, a PICC was placed in the patient. The catheterization process was very smooth. When the operator took the blood withdrawn, there was no blood return was found. It was stated after more than an hour of effort, there was still no blood return was found. The catheter was removed immediately and a new cvc catheter was placed for normal infusion.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of unable to aspirate is confirmed to be related to the use of the device. One 4 fr groshong nxt catheter with the two piece connector assembly attached was returned for investigation. Residual use material was present within the catheter. An attempt to flush the catheter with water using a 12 ml syringe was unsuccessful. No apparent obstructions could be observed through clear portion of the catheter. The connector was disassembled. The catheter was flushed and was found to be patent to infusion and aspiration. The connector was found to be occluded at the metal stem and the cause is likely related to the catheter maintenance procedure. Since the occlusion was observed at the connector stem and the valve on the catheter functioned properly, the complaint is confirmed to be use related. The instructions for use (IFU) provide the following suggested catheter maintenance. Flushing for intermittent use, flush the catheter with saline once each week or after each use. Note: when infusion volume is a concern in small or pediatric patients, flush with 3ml per lumen. Caution: to reduce potential for blood backflow into the catheter tip, always remove needles or needleless caps slowly while injecting the last 0.5 ml of saline. Occluded or partially occluded catheter catheters that present resistance to flushing and aspiration may be partially or completely occluded. Do not flush against resistance. If the lumen will neither flush nor aspirate and it has been determined that the catheter is occluded with blood, a declotting procedure per institution protocol may be appropriate. No further action is required because the reported event could not be related to a deficiency in product manufacture or deficiency while under correct product use.

Event description:
It was reported that at 9:00 on (B)(6) 2018, a PICC was placed in the patient. The catheterization process was very smooth. When the operator took the blood withdrawn, there was no blood return was found. It was stated after more than an hour of effort, there was still no blood return was found. The catheter was removed immediately and a new cvc catheter was placed for normal infusion.